Manufacturer narrative:
The insulin pump received with currents in spec. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. No unexpected failed battery anomaly noted. Battery tube threads ok. Cracked near battery tube threads at left side of display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump kept giving her battery failures. They also noticed a crack where the battery goes in. The customer's blood glucose level was unknown. The customer thought they had a bad batch of batteries so they got a new pack but the issue persists. They changed the battery but got the failed battery test. After troubleshooting was performed the customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.